Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy plus pump gave pump alarming for "error code 1871". No adverse effects reported.

Manufacturer narrative:
Additional information received on (B)(6) 2019 that there was no patient involvement. Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and running pump in user mode testing were performed. The customer's reported problem was duplicated. During investigation, the pump displayed ec 1871 at powerup. Investigator's attempted to run the pump in user mode and generated ec 1871 error and the pump alarmed until the power was removed. Further investigation revealed a locked motor and it was drawing 0 ma in current. The motor counter indicated 0 and the log showed some attempts at operation. According to the investigation the pump has recently been serviced for a bad mp board. The investigation confirmed that the locked motor caused the ec 1871. Service will replace the pump motor to correct the reported problem.